Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 170 units of insulin during the load sequence with multiple cartridges. The customer did not have back-up insulin therapy and declined follow-up for tandem technical support to ensure a back-up therapy was obtained.